Manufacturer narrative:
Additional information h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion which was cleared, subsequently, an upstream occlusion occurred, which was also cleared. Later, an "air limit exceeded" error was displayed by the device, which could not be cleared, also the device was found to be under-delivering during patient infusion occurred during chemotherapy medication infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.